Event description:
It was reported by the in hospital arnp stated that the evening after vad implant the controller sounded a vad stop alarm that the patient's pump stopped with the controller indicating vad stoppage and driveline disconnect. The arnp and bedside nurse stated that the controller was connected to power and the driveline was properly inserted. They switched the primary controller with the back-up controller and the alarms were resolved. Another back-up controller was set up. There was no physical damage to the controller upon inspection. It was reported that there was no effect on the patient.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple vad stop alarms. Evidence in the log indicated that the cause of the "vad stop" was most likely due to a marginal or loose driveline connections; the vad stop - vad disconnect alarm occurred a second after the high watt alarm was logged. A successful pump start occurred for each vad disconnect alarm until the controller was exchanged. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # 42 of 117. Device has not been received.